Event description:
During a lap cystectomy procedure, when the jaws of the instrument were opened, all the components of the staple cartridge were displaced intra-abdominally. Much time was required to retrieve each of the staple drivers and reload from the abdominal cavity. There was no pt consequence.